Event description:
Additional information reported to coloplast, though not verified: the patient consulted for a continence problem. A leak associated with urethral hypermobility and a posterior prolapse were identified. After discussion, a posterior colporrhaphy and trans-obturator sling (aris) were proposed. The procedure was performed on (B)(6) 2012, the postoperative course was unremarkable except for a possible erosion that was treated locally but not documented, and the patient was discharged afterwards. In 2019 she presents with groin and right hip pain as well as dyuspareunia, she reports that these pains have been present for years and complete removal of the tape was recommended. Surgery was performed in (B)(6) 2020, and the tape was found to be partially severed in its central position opposite the bladder neck. Post-surgical evolution is poorly documented, but the file mentions an unquantifiable clinical improvement.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. Coloplast routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no corrective action is required at this time. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced chronic severe mesh symptoms since the day it was placed. Pain keeps her awake at night. Daily bilateral groin pain and frequent bilateral hip pain. Difficulty emptying bladder, pain with intercourse and incomplete bladder emptying. This device was partially removal in 2013 in office due to mesh was hurting partner, approx. 2.5cm. Surgery was offered to remove previous sling mesh, paravaginal dissection, urethral lysis and anterior colporrhaphy as well as removal of the mesh from the abdominal wall and the abdominal paravaginal space. Therefore, removal of this device was surgically removed and exploration of the obturator space was performed with urethral lysis, vaginal paravaginal, dissection and mesh removal from the deep obturator internus muscles, anterior colporrhaphy performed.